Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 16-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. E25507) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue") and disturbance in attention ("lack of attention") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue and disturbance in attention had not resolved. No causality assessment was received for essure with regard to genital haemorrhage, fatigue, pelvic pain, weight increased or disturbance in attention. The reporter commented: period of occurrence of events: 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. E25507) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue") and disturbance in attention ("lack of attention") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue and disturbance in attention had not resolved. No causality assessment was received for essure with regard to genital haemorrhage, fatigue, pelvic pain, weight increased or disturbance in attention. The reporter commented: period of occurrence of events: 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Batch no e25507 production date (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.